Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had alarms on it and had to re set time clock constantly. Customer's blood glucose level was unknown. Customer reported that backlight was dimmed. Customer declined to troubleshooting. Customer stated that because of insulin pump failure they experienced hyperglycemia and were in the emergency room for five days and hospitalized for full week and this event they reported previously. Insulin pump will not be returned for analysis.